Manufacturer narrative:
References the main component of the system and other applicable components are: product ID 977a260 serial(B)(4) implanted: (B)(6)2017 product type lead product ID 977a260 serial(B)(4) implanted: (B)(6)2017 product type lead if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient had a lack of paresthesia and that her battery was lasting longer than normal between recharges despite being on high density (hd) programming. The rep reported that the patient and her husband had a motor vehicle accident (mva) on (B)(6) 2017. The rep reported that both were wearing seatbelts, were evaluated at a hospital and discharged the same day with no obvious injuries. The rep reported that one day after the mva, the patient developed soreness/tenderness around her ins pocket. The rep reported that the ins responded to programmer and recharged normally. The rep reported that for the last week, the patient noted she had a lack of paresthesia, her usual pain and spasms in her legs had returned to pre-implant levels. The rep reported that they contacted the patient¿s managing healthcare provider (hcp) who brought them in on short notice. The rep reported that they ran usual diagnostic checks via the clinician programmer and the patient¿s device was found to be functioning normally. Impedances were normal up to 3.00 volts, battery status was good and usage trends appeared normal for the patient. The rep reported that they mapped out the patient¿s paresthesia via low density (ld) programming, the patient felt paresthesia in her l egs. It was noted that the patient was on evolve/hd programmed from trial to implant, she never used ld paresthesia. The rep reported that the patient was taken to the procedure room where the hcp took x-rays of the leads. The hcp felt that the leads did not appear to have migrated much or at all. The rep reported that due to the nature of the patient¿s complaints and the timeframe at which they occurred, the hcp felt it was prudent to replace the patient¿s ins as he felt it may have suffered damage in the mva. The rep reported that the patient¿s battery replacement had not been scheduled at the time of the report. No further complications were reported.